Event description:
The complaint is reported as: "it was reported that, after about 2-months placement, a nurse connected a syringe to the catheter and locked it. Then, the distal hub came off from the extension line, in spite that he/she did not put an excessive force. Therefore, the catheter was removed and replaced with a new one. No harm to the patient occurred." The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned the distal extension line and distal luer hub of a 3 lumen cvc catheter for evaluation. The extension line appeared to be intentionally cut at the distal end. At the proximal end, visual examination revealed the luer hub was separated from the lumen. The luer contained remnants of extrusion within the hub. The total length of the distal extension line and distal luer hub measured to be 83mm which indicates at least 26mm was cut and not returned per product drawing. The outer diameter of the distal lumen measured to be 2.17mm which is within specifications of 2.13mm - 2.21mm per product drawing. The inner diameter of the distal lumen measured to be 1.45mm (0.057") which is within specifications of 1.42mm-1.50mm per product drawing. This indicates the wall thickness measured within specifications. Functional inspection could not be performed due to the damage observed on the returned sample. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Open catheter clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The report of an extension line/luer hub separation was confirmed through the complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. The catheter and extension line met all relevant dimensional requirements and a device history record review did not reveal any relevant findings. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as, "it was reported that, after about 2-months placement, a nurse connected a syringe to the catheter and locked it. Then, the distal hub came off from the extension line, in spite that he/she did not put an excessive force. Therefore, the catheter was removed and replaced with a new one. No harm to the patient occurred." The patient's condition is reported as fine.